Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone on the low setting during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel; (B)(4).